Event description:
It was reported by the affiliate the ems was used during a hernia repair. It was reported the staples would not deliver after teh fifth staple. There was no consequence to the patient.